Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" when first turned on, two days in a row, and additionally that the programmer was unable to maintain telemetry communication with a specific model of implantable pacemakers during follow-up. The programmer was returned for service. It was reported that there were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error message and telemetry issue. Reloading the software resolved the issues. The system fan was also found to be noisy and was replaced. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer error" when first turned on, two days in a row, and additionally that the programmer was unable to maintain telemetry communication with a specific model of implantable pacemakers during follow-up. The programmer was returned for service. It was reported that there were no adverse effects to the patient as a result of this event.